Event description:
During a premature ventricular contractions ablation procedure, a heart block occurred. Initially mapping was conducted in the right and left ventricles and coronary sinus, which resulted in a zone of interest in the postero septo basal part of the left ventricle. Ablation was then conducted on this zone and during one of the ablations, the ablation catheter moved towards the bundle of his that was also mapped before. The ablation was directly stop and the catheter was removed from the area, however, a complete atrioventricular block occurred. After waiting thirty minutes with no recovery, the patient was implanted with a leadless pacemaker. The patient was then noted to be stable. There were no performance issues with the abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported heart block remains unknown.